Event description:
On (B)(6) 2010, solta medical became aware of an adverse event occurring following a fraxel treatment performed on (B)(6) 2010. Pt, who was also the doctor on the account, received fraxel to her face and neck. Neck area developed cellulitis and subsequent scarring. She waited till august, when it became apparent that scarring was not going away, and had a couple of ipl and v-beam treatments to help with the telangiectatic appearance. Currently she is comfortable with managing this complication on her own. Solta employee who originally was documenting case left solta without instructions to follow-up or reassignment of case. Case re-viewed on (B)(6) 2010 when reportability was determined.

Manufacturer narrative:
While the device was performing according to specifications, treatment settings were very aggressive leading to the complication.